Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to charge and had difficulty charging implantable neurostimulator (ins) after recovery from previous overdischarge (2-3 weeks prior) so the ins is now overdischarged again. The rep stated the physician recharge mode (prm) was successfully on the day of the report and the ins was charged to 25%. But when they attempted to enter a session with the tablet, it recognized the ins, but it showed an alert that there wasn¿t enough charge in the ins and to exit the session. The rep then put the implantable neurostimulator recharger (insr) back on the ins and it showed it was ¿charge the first quartile¿ again. It was then suggested that the patient should continue charging the ins, potentially even to 50% before attempting to interrogate with tablet again. The rep later reported that they charged the ins up to 50% but they weren¿t able to clear the power on reset (por) message because they weren't able to interrogate the ins as it would show it was depleted. They then charged up to 75% and were able to clear the por, however after a couple minutes of programming, they were notified that the ins was low again. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the issues were resolved. No further complications were reported.